Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for leak. Results: visual inspection revealed a hole on the evaqua expiratory limb approximately 3mm x 4mm located 117 mm from the proximal connector. The pressure test identified that the returned circuit exhibited leak and was out of specification. A lot check revealed no other complaints of this nature for lot 131017. Conclusion: the damage observed on the returned evaqua expiratory limb indicates that it was punctured by a blunt object. All rt236 breathing circuits are pressure tested for leak prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged after it was released for distribution. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by blunt objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via our distributor that a hole was found in the expiratory limb of an rt236 infant dual heated evaqua breathing circuit. This was found prior to patient use.